Event description:
It was reported that the micro reciprocating saw heated up and was smoking during a procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
The device has been received by the MFR and a quality investigation is anticipated. A f/u report will be filed when the investigation is complete.